Event description:
Patient contacted dexcom to report a rash.

Manufacturer narrative:
Patient reported irritation on site and removed the sensor after four days of use because the sensor wasn't working. When she removed the sensor the patient found a big whitehead with redness around. There was no oozing. She put a towel on it with warm water for about ten minutes. The device was not reading the information and so she removed it after four days. There were no physical marks, no discomfort or pain during use, and no bruising. There was some itching after the sensor was removed but it went away within a few days. Patient took a picture of the irritation and showed the picture to her doctor about two weeks after it happened and the doctor said he'd never seen anything like it before. Patient is reported to be doing well. No additional information is available.